Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found.

Event description:
It was reported that erosion occurred. The implantable cardiac defibrillator system was explanted and a temporary pacing system was utilized until a new system could be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6); 694965 implantable tachy lead implanted: 2006 (B)(6); 4470 competitor implantable pacing lead implanted: 2006 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.